Event description:
Rptr states, revision surgery due to plastic wear of the patella and tibial insert. The femoral and tibial baseplate were well fixed. Pt requested a complete revision and the surgeon complied with the pts request.

Manufacturer narrative:
Summary of evaluation: the patellar component cannot be evaluated for reported wear as it has not been returned for evaluation. The policy of the hospital is to not release the device. Add'l MFR info: two requests for add'l info have been sent to the user facility. Add'l info is unobtainable.